Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. Customers blood glucose was 390 mg/dl. Reportedly, the customer cleared the alarm and primed the tubing to resolve the issues.